Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a right hemicolectomy, the firing knob got stuck on an existing staple line at the 2nd firing of the functional end-to-end anastomosis (feea). Then, the surgeon continued to fire forcibly, and the firing knob was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.